Event description:
It was reported that during the implant, the physician attempted two different left ventricular (lv) leads but was unable to find a satisfactory implant location in the coronary veins that did not have diaphragmatic stimulation. Neither lead was implanted and a third lead was used. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and analyzed. No anomalies were found. However, all conductors had blood/body fluid (not obstructed). (B)(4) the full lead was returned and analyzed. No anomalies were found. However, the distal conductor had blood/body fluid (not obstructed), there was blood/body fluid on the outer tubing overlay, and there was blood in/on the helix/lobe mechanism.